Event description:
Reduced mobility. I had a work place injury during (B)(6) 2017 when I was working for (B)(6). I went and saw dr. (B)(6), md (B)(6). He prescribed me orthovisc (https://www.depuysynthes.com/patients/knee/patient-treatment-center/knee-injections?&utm_source=google&utm_medium=cpc&utm_campaign=brand+-+orthovisc&utm_content=orthovisc+-+general&utm_term=orthovisc&gclid=cjmas57en9scfu6nxqld8eccjw&gclsrc=ds) specialty shots. Since (B)(6) 2017 - I am taking them and in (B)(6) 2018 at (B)(6) - I had the second dose of it. Instead of helping me - my condition has worsened or deteriorated and I had been told by my orthopedic surgeon to under total knee replacement surgery at the age of (B)(6). I can barely stand at one place for more than 10 minutes. Walking for more than 12 minutes continuously is an issue for me. Entire life is impacted. I am the only bread winner in the family of 4 and have autistic child to take care of. Life is simply ruined after taking this medicine. And it's way too costly. Cost for the surgeon injecting this shot is around (B)(6) dollars (after insurance) plus (B)(6) dollars. After paying almost (B)(6) dollars in a year for this specialty medicine - my life is simply destroyed. I have pain like anything and have great difficulty leading my life. Can't jump, run and do any strenuous physical activities. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. Quantity: 3 shots. Frequency: 3 weeks. How was it taken or used: shot. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product: for better knee motion/ cartilage build up.